Event description:
It was reported that pericardial effusion and cardiac perforation occurred. A left atrial appendage (laa) closure procedure was being performed, and a 27mm watchman flx pro closure device and a watchman access system (was) were selected to be used. Due to the presence of an atrial septal defect (asd), the initial puncture was not performed; instead, the was sheath was inserted via the superior/anterior approach. A 27mm closure device was selected for a laa measuring a maximum of 23.2mm. During the tug test, the closure device retracted, causing significant posterior protrusion and preventing proper anchor engagement. Despite nine (9) deployment attempts, the situation did not improve, and since the closure device size could not be changed, the puncture site was switched to the inferior/posterior (I/p) approach. No pericardial effusion was observed up to that point. The 27mm closure device was then reinserted and deployed four (4) additional times; however, it continued to retract during the tug test, and the protrusion remained unacceptable. The procedure was ultimately discontinued after confirming an increase in pericardial fluid at the cardiac apex and around the laa. Upon surgical examination, a perforation was identified in the anterior-superior region of the laa. Pericardiocentesis was performed followed by surgical excision of the laa. The physician remained present until completion of the surgical procedure on the day of the event, and no issues were reported at that time.